Event description:
Contact reported that the sutures became cut when trying to secure graft with suture washer. Surgeon had to remove the prepared and implanted graft. Surgeon then harvested a new graft. A three hour delay to the procedure was reported.